Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was returned for normal battery depletion and elective replacement. Cpi's analysis of this returned ICD showed that it did not meet specifications for device longevity.